Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill due to motor error alarm.

Event description:
Information received by medtronic indicated that the insulin was squirting out during manual prime and had compromised force sensor system alarm. The customer stated that drive support cap was sticking out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.